Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter system with a 4.5 cm cuff on (B)(6) 2018 due to unspecified reasons.